Manufacturer narrative:
Several attempts were made to obtain further information from the customer without success. A follow up report will be submitted once evaluation is done.

Event description:
The device was received by the manufacturer for repair with a fault description of "slowing rate after running 4 hours".